Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report cracks in the insulin pump. Customer's blood glucose reading ranged from 129 to 520 mg/dl. No significant events leading to the damage were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.